Event description:
It was reported that the physician stated that the hub "felt different", and that once the balloon was inflated in the body, it was difficult to deflate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyst noted that deflation was normal, but blood was noted on the catheter.